Event description:
Customer alleged as customer was being lifted by attendants, the lift came up abruptly and entire lift tipped to the side. Minor injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model rpl600-1, serial number/date code (B)(4) is approximately 7 years 5 months old. The owner's manual part number 1078987 rev f (aug-03) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions, then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The director of nursing stated that the resident was being transferred from their wheelchair to the bed. They were over the bed when the lift allegedly tipped over. The arm of the lift allegedly hit the resident on the head. The resident sustained a laceration on her head and was seen by the doctor and staff and did not need further medical attention. The director of nursing confirmed that the lift has been taken out of the service. She was able to confirm that the sling used was an invacare model, but did not know which one. The facility is requesting additional information on the proper handling of the lift.